Manufacturer narrative:
The t:slim x2 g5 user guide states, ¿make sure you hear 2 clicks when you snap the transmitter in place. If it is not fully snapped in, this may lead to a poor connection, allowing fluid to get under the transmitter.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the customer did not snap transmitter fully into sensor pod. Customer declined further assistance from tandem technical support and declined to provide further information regarding the issue. No additional patient or event information was available.